Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to successfully clear alarm and complete rewind. Displacement test and self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring=black. Customer complained on (B)(6) 2021 pump alarmed pump error alarms. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thumps. No pump alarms noted during test. Verified pump alarmed pump error at (B)(6) 2021 13:32:04.000 and pump error at (B)(6) 2021 13:32:04.000 in pump downloaded history. The motor had a intermittent failure not detected during testing. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error alarms during testing. Verified pump alarmed pump error alarms in pump history due to faulty motor.